Event description:
The complainant stated that the head section of this bed will only lower to the 30 degrees. He was able to use the manual CPR to lower the head completely, but after using the CPR several times he noticed it would also stop at 30 degrees.

Manufacturer narrative:
The account found the magnet that helps hold the mattress to the sleep deck was wedged into the pivot point of the head deck section and preventing it from lowering. He removed the magnet to repair the bed.